Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient had poor coupling while trying to charge the ins. The patient was able to initially get two bars after repositioning the antenna but during the call the patient was only getting one. Performing antenna locate did not resolve the issue. Anew antenna was sent to the patient but the issue persisted. X-ray images taken of the ins found that it was flipped in the pocket as the header block was facing the spine. Follow-up was conducted with the rep. No patient complications/symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reported that the poor coupling had been resolved, the battery was flipped, and surgery was done to put correct side facing out. No symptoms or further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the cause of the ins flipping in the pocket was not determined. The patient was going to get a surgical revision to flip the battery back into place on (B)(6)2017. It was further reported that a revision occurred in order to revise the patient's system due to the ins flip. The caller stated that the ins was flipped back over the they continued to get poor coupling. A new pocket was created and the ins was put back in, but they only got 4 coupling boxes. It was reviewed that the patient was only sent a replacement antenna and the caller noted they may consider scrapping the ins and putting in a new one if they were not able to resolve the coupling issue with other methods. No further complications were reported or anticipated.